Event description:
It was reported by the hospital contact that the enterprise stent (enf452200/10295706) was stuck in the prowler microcatheter (details unknown) when the physician pulled out to deploy through the vessel. So he pulled out the prowler microcatheter with the stuck enterprise stent all together. The enterprise stent will be returned for analysis.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with (B)(4). Concomitant medical products and therapy dates: prowler microcatheter (details unknown).

Manufacturer narrative:
It was reported by the hospital contact that the enterprise stent (enf452200/10295706) was stuck in the prowler microcatheter (details unknown) when the physician pulled out to deploy through the vessel. So he pulled out the prowler microcatheter with the stuck enterprise stent all together. The enterprise stent will be returned for analysis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10295706. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Conclusion updated to include analysis: it was reported by the hospital contact that the enterprise stent (enf452200/10295706) was stuck in the prowler microcatheter (606s255fx/15394947) when the physician pulled out to deploy through the vessel. So he pulled out the prowler microcatheter with the stuck enterprise stent all together. The products will be returned for analysis. There was no clinically significant delay in the procedure due to the event. There were no damages noted on the stent or microcatheter after use. An adequate continuous flush was maintained through the microcatheter. The target vessel was mca. A non-sterile unit of enterprise was received inside of a plastic bag. Inside of the plastic bag a pouch of lot # 10295706 catalog # enf452200 was received and inside of it a microcatheter, coil dispenser, delivery wire and introducer tube were received. On microcatheter compressed condition were observed at 0.4 cm and 2 cm from distal tip. On delivery wire wave¿s conditions were observed along from distal tip section. No damages were observed on coil dispenser and introducer tube. Stent involved was not observed in the bag. Functional analysis could not be performed due to stent involved was received stuck in the microcatheter. Delivery wire and stent were inspected under vision system and dried blood residual was observed on enterprise body, stretched condition was observed on the coil wire at 32 cm from distal tip. On stent no damages were observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10295706. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿delivery wire/impeded with loss of cerebral target position¿ was confirmed due to stent was received stuck inside of microcatheter. The cause of the event experienced by the customer as the compressed, stretched and waives conditions observed, could not be conclusively determined. However procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process, therefore no corrective actions will be taken at this time. (B)(4).